Event description:
It was reported that the device locked up, physio-control evaluated the device and observed that the therapy board connector was physically damaged, cracked. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb at the failure analysis center and confirmed that the therapy connector, j23, was broken.